Event description:
Information received indicates the foot end casters are not holding when in brake.

Manufacturer narrative:
The technician found the caster supports were broken. The technician replaced the caster supports and the main bearings to repair the bed.